Event description:
Six days after pci, the patient admitted to the hospital with cardiogenic shock, was resuscitated and after cag, thrombus was found within the implanted cypher stent. This pt presented to cath for the elective treatment of a de novo lesion in the proximal right coronary artery of 11 mm in length in a 2.65mm vessel diameter. The (b2) eccentric lesion was ostial and dissection was present. Pre-procedure medications included cilostazol 200mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 8000 units, cilostazol 200mg/day and ticlopidine hydrochloride 200mg/day. The lesion was pre-dilated with a 2.5x14mm balloon at 14 tm before deploying one 3.5x18mm cypher stent at 20atm. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%. Post-procedure medications included cilostazol 200mg/day and ticlopidine hydrochloride.